Manufacturer narrative:
H6:investigation summary a device history record review was performed for provided lot number 1912236 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were observed. Based on the limited investigation results, an exact cause could not be identified for this reported incident. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly process has an in line detection system which inspects all product and automatically rejects any syringes with signs of defect. Based on these preventive measures, we believe it is possible that this incident resulted from strong conditions during use of the product. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the tip broke off the bd emerald¿ syringe. This occurred 2 times during use. The following information was provided by the initial reporter: "on two different occasions the tip has broken off when connected to: 1. A wound catheter. 2. When saline was being administered. This may be just a faulty batch but it is a serious issue which may to lead to an adverse incident."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tip broke off the bd emerald¿ syringe. This occurred 2 times during use. The following information was provided by the initial reporter: "on two different occasions the tip has broken off when connected to: a wound catheter. When saline was being administered. This may be just a faulty batch, but it is a serious issue which may to lead to an adverse incident."